Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. After receiving pump reset information and assistance from technical support, the customer successfully reset the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction reappeared, which they acknowledged and understood.